Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. Vascular access was obtained via the left radial artery. The 80% stenosed, 15mmx2.5mm, eccentric, de novo target lesion was located in a moderately tortuous and severely calcified coronary artery. The lesion contained a bend of >45 and <90 degrees. A 3.25mm x 8mm emerge mr balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.